Event description:
It was reported that "patient presented herself to office with hip pain. (Back on walker). Radiographs taken of gamma nail showed it broke just distal of the lag screw through the hole, but below inferiorly. Also two distal locking screws, the proximal one had also broken."

Manufacturer narrative:
Add'l info has been requested, and if received, will be submitted on a supplemental report.